Event description:
The ge oec 6600 fluoroscopy system displayed a generator fault error during a procedure.

Manufacturer narrative:
A ge oec representative investigated the issue and found a defective image intensifier power supply that was removed and replaced. The image intensifier could not be adjusted and also needed to be replaced, which was done. All calibrations and configurations were performed. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.